Manufacturer narrative:
Evaluation summary: no devices or photos were received; therefore, the condition of the components is unknown. Fit and orientation could not be evaluated without x-rays or surgical notes. Patient factors that may affect the performance of the components such as bone quality, activity level or type of activity (low impact vs high impact) are unknown. The reported issue cannot be verified and a definitive root cause cannot be determined with the information provided. While a cause for the specific clinical event cannot be ascertained from the information provided, the common clinical presentation suggests that the event is related to the issues for which zimmer implemented a correction action for in 2007. This corrective action involved enhancing the labeling for the natural knee ii knee system. Reference MDR 1822565-2006-00284 for additional information regarding the corrective action taken. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem.

Event description:
It was reported that the patient's knee was revised due to osteolytic lesions in the tibia head.